Event description:
The manufacturer received information alleging a patient became cyanotic while using a ventilator. The patient was placed on another device and recovered. The ventilator was returned to the manufacturer for evaluation. During the evaluation, the device's delivered volumes were less than the set volume. The ventilator was found to have a clogged air inlet filter. The air inlet filter was replaced to address the issue.